Event description:
A malfunction alarm was reported, identified by a code that was resettable, and no notable events occurred prior to the alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood.